Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matched the alleged issue. The device inspection revealed the following: the received nail is completely broken in the webs of the proximal lag screw hole. Severe drill marks were found at the lateral entrance of the hole along one of the sides in both the proximal and distal halves; they progress inwards through the bore towards medial. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture (notching effect) somewhere at the lateral edge. Another thing to note apart from the drill marks was the sign of excessive loading. Bearing points of lag screw at the lateral edge of the proximal part showed slight deformation. The medial edge of the distal part also showed signs of deformation, heavier than the proximal one. This indicates towards application of high compressive load. The fracture pattern resembles a fatigue fracture, evident by partially visible lines of rest, smooth fracture surface on initiation side and slight plastic deformation along the edges. The breakage initiated in a fatigue manner from the side where drill marks could be seen and broke instantaneously from the other side due to high tension and loading. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the breakage of the nail happened due to multifactorial factors involving both user and patient but majorly can be attributed to patient related factors. There were clear evidence of misdrilling observed which most likely had created an initiating point for the fracture. However, heavy deformation on the lateral and medial edge of the nail(overloading), fracture not able to heal even after more than 6 months(based on additional information; patient requiring a replacement nail) and patient falling(as reported) can be considered as major factors contributing towards the breakage. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "gamma nail broken. Patient reported pain (had previously suffered a tumble). Examination revealed that the nail was broken. New gamma nail (long nail) was implanted afterwards."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "gamma nail broken. Patient reported pain (had previously suffered a tumble). Examination revealed that the nail was broken. New gamma nail (long nail) was implanted afterwards."